Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-05092. The patient had two leads from the same lot. It was reported the patient began to experience overstimulation (location is unknown) after falling. As a result, the patient's scs system was explanted and replaced. The replacement scs system resolved the patient's issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.